Event description:
It was reported that during an unk procedure, even if squeezing the trigger, the clip didn't come out from the device. No patient involvement.

Manufacturer narrative:
(B)(4) date sent: 1/23/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # a97520. Investigation summary the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage, and one (1) malformed clip was returned inside a plastic bag along with the instrument. Upon firing of the device, the tip of the advancer was noted broken, causing the clip to not fully advance into the jaw. Upon disassembly, seven (7) clips were found inside the clip track. It is known from the history of the device that broken advancer condition may lead to malformed clips. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a97520 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.